Event description:
It was reported that towards the end of the case the device alarmed for low volume and then a loud pop was heard in the area of the breathing system. A flame was seen in the expiratory port. All the gas flows were then turned off and the fire went out. The user disconnected the patient and when they removed the breathing bag smoke came out. The patient was bagged as the case was completed and there was no injury.

Manufacturer narrative:
At the time of incident this event has not been reported and MDR based on the argument, that a burn in expiratory part will not affect the patient because smoke cannot reach the patient lungs. During review due to an internal audit it was noticed that the evidence for this fact cannot be provided. Therefore this complaint is reported retrospectively. The physical analysis of the other affected parts and analytical investigation of the event did not reveal a clear root cause of the reported deflagration in the breathing system. A deflagration could only occur, if an ignition source as well as flammable substances are present. A faulty sensor could have been the ignition source under certain circumstances, but due to the non-availability of the sensor a final conclusion could not be drawn. The event has been finally assessed to be a rare case with unknown root cause.